Event description:
The reported issue referred to mattress overinflation. The customer reported the mattress was swollen up and looked like a balloon. The technician claimed that the automatt was faulty. There was no indication of patient involvement. No injury was reported.

Manufacturer narrative:
The cause of the automatt over-inflation is incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The mattress was evaluated. The overinflation occurred, however the air was able to escape from the automatt. The manufacturer's simulation has proven that when the load is applied on the mattress there is no risk of inadvertent fall, the overinflation will not occur. The faulty automatt was replaced with a new one. In summary, the nimbus professional mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated). The UDI number is not available as the device was manufactured before UDI implementation.